Manufacturer narrative:
A ge svc rep performed an on site investigation. The cpu was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9800 sys was slow to boot up and would not keep the time and date. No pt injury was reported.